Manufacturer narrative:
A sample & photographs were received for analysis showing a black specs. One of the sources of fm black specs is the printer of the packaging lidding. On (B)(6)2021, the weekly preventive maintenance was updated to include a thorough cleaning of all rollers (added idle rollers on the printer machine, mark andy equipment). No further action will be taken based on a negative trend is not observed at this time. Bd will continue to track & trend.

Event description:
Material no: 930815 batch no: 1193037. It was reported that the health professional found black residue underneath the sterile packaging that remains intact.¿ verbatim: thank you for taking my call and documenting my quality complaint. As mentioned, below is the affected part/reference number as well as the lot number, and images of the black residue underneath the sterile packaging that remains intact. Ref #(B)(4). Lot #1193037. Please do not hesitate to contact me shall you require additional information.

Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: 930815, batch no: 1193037. It was reported that the health professional found black residue underneath the sterile packaging that remains intact.¿